Manufacturer narrative:
(B)(4). On the initial medwatch it was incorrectly noted that the device was received. However, the device was not returned. The device was not returned to abbott vascular for investigation. The return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. A definitive cause for this event could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as (B)(6)) estimated weight (reported as (B)(6)) the device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed. The analysis revealed bent vessel locator wings, preventing them from fully collapsing into the delivery tubeset when the clip was fired. Because the wings did not collapse into the delivery tubeset, the clip was captured within the locator when fired instead of being fully delivered to the arterial surface to close the vessel. Bent wings capturing the clip could result in difficult device removal; however, this was not reported. Possible contributing factors for bent wings capturing the clip included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Every vessel locator wings assembly was properly assembled and inspected during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Although, no challenging anatomical conditions were reported, based on the investigation findings, the probable cause for bent vessel locator wings that captured the clip is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement. A possible cause for the reported experience that the device popped back out of the artery and lost access is not maintaining downward pressure and device stability during the clip deployment as instructed in the instructions for use (IFU); however, this could not be confirmed. No manufacturing or quality deficiency was detected. Overall, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records for the reported lot did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after advancing the thumb advancer, the device was positioned for clip deployment at a 60- 75 degree angle. Upon engaging step 4 (clip deployment), the device popped back from the artery and lost access. Manual compression (for 25-30 minutes) and a non abbott device were used to achieve hemsotasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.